Event description:
It was reported the camera head had a e224 scope communication error. The device was unable to recognize the subject there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation. Correction: h6 component code. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely e224 scope communication error occurred due to a bad cable unit connector. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a e224 scope communication error. The device was unable to recognize the subject there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.